Manufacturer narrative:
(B)(4)

Event description:
It was reported could not return blade. During the radical resection of lung cancer, when severing the vessel on the 1st firing, after fired, the blade moved to the distal end, but could not return, repeated to pull the knife reverse button, finally returned the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5778j. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.